Manufacturer narrative:
(B)(4)- follow up MDR for device evaluation no samples were received for investigation of pr (B)(4), in which the customer has stated: ¿when the indwelling needle was attached after disassembly, the spring popped out automatically ¿. The product in use at the time is reported to be a 2000e china from lot 23035119. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 23035119 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 2000e china products in the past 12 months. H3 other text : see h10 manufacture narrative.

Event description:
No additional information.

Event description:
It was reported that bd alaris smartsite needle-free valve was damaged. The following information was received by the initial reporter with the verbatim: 1. Time of use of medical device: (B)(6) 2023; 2. Reason for using the medical device: no needle connection for the indwelling needle; 3. The use of medical devices (whether normal use): no; 4. When the adverse event occurred: (B)(6) 2023; 5. When the medical device was defective: when the indwelling needle was attached after disassembly, the spring popped out automatically; 6. The time of taking measures: (B)(6) 2023 09:00; 7. The result after the treatment: replacement with a new needleless closed infusion connector.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.